Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the inserter fractured into multiple pieces while inserting the cup into the patient. As a result, the surgeon used as fluoroscopy to retrieve all the pieces from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."